Event description:
It was reported that during a study performed in 2003 to 2004, the surgeon stitched the seal while suturing the graft. A side biter clamp was used to remove the seal and complete the procedure. No additional pt complications were reported.